Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turned on by itself. Because the device is not designed to power itself off after a period of inactivity, turning itself on could result in defibrillation (automated, manual or synchronized cardioversion) therapy not being able to be delivered. There was no report of patient use associated with the reported event.